Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 29-dec-2020. The most recent information was received on 08-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') and urinary bladder rupture ('ruptured bladder (complication of essure removal)') in a 45-year-old female patient who had essure (batch no. He011f2) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2019, the patient experienced back pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), skin reaction ("skin reactions"), musculoskeletal pain ("muscle and joint pain"), tinnitus ("tinnitus"), insomnia ("insomnia") and amnesia ("memory loss"). On (B)(6) 2020, the patient experienced urinary bladder rupture (seriousness criterion hospitalization), 4 years 2 months after insertion of essure. The patient was hospitalized on (B)(6) 2020. The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the back pain, urinary bladder rupture, fatigue, skin reaction, musculoskeletal pain, tinnitus, insomnia and amnesia outcome was unknown. The reporter considered amnesia, back pain, fatigue, insomnia, musculoskeletal pain, skin reaction, tinnitus and urinary bladder rupture to be related to essure. The reporter commented: some effects have diminished since the surgery, but many are still present. Batch no he011f2. Production date 2015-11-09. Expiration date 2018-11-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2021: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number:(B)(4). Back pain [back pain]. Ruptured bladder (complication of essure removal) [ruptured bladder]. Fatigue [fatigue]. Skin reactions [skin reaction]. Muscle and joint pain [arthromyalgia]. Tinnitus [tinnitus]. Insomnia [insomnia]. Memory loss [memory loss]. Memory disturbances [memory disturbance]. Menorrhagia [menorrhagia]. Dysmenorrhea [dysmenorrhea]. Joint pain [joint pain]. Muscle pain [muscle pain]. Dry eyes [dry eyes]. Asthenia [asthenia]. Case narrative: the below report was received by health authority ansm (reference number: r2024487) on 29-dec-2020. The most recent information was received on 22-apr-2026. This spontaneous case was originally reported by a lawyer and describes the occurrence of back pain ("back pain") and urinary bladder rupture ("ruptured bladder (complication of essure removal)") in a 45-year-old female patient who had essure inserted (lot no. He011f2). Additional non-serious events are detailed below. The patient had a medical history of elective abortion in 2016 and asthma and parity 3 ((in 1999, 2003, 2004). Previously administered products included: ventolin cr. Concurrent conditions were listed as sick leave, chronic migraine, hot flashes, nausea, photophobia, adenomyosis, skin rash, weight gain and dysphonia. On (B)(6) 2016, the patient had essure inserted. In 2019 she experienced back pain (seriousness criteria medically important and intervention required), fatigue ("fatigue"), skin reaction ("skin reactions"), arthromyalgia ("muscle and joint pain"), tinnitus ("tinnitus"), insomnia ("insomnia") and amnesia ("memory loss"). On (B)(6) 2020 she experienced urinary bladder rupture (seriousness criterion hospitalisation). Essure was removed the same day. On unknown date she experienced memory impairment (" memory disturbances"), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), joint pain ("joint pain"), myalgia ("muscle pain"), dry eye ("dry eyes") and asthenia ("asthenia"). The patient was hospitalised from (B)(6) 2020 for 10 days. The patient was treated with zomig (zolmitriptan) as well as surgery (hysterectomy and salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered amnesia, arthromyalgia, joint pain, asthenia, back pain, dry eye, dysmenorrhoea, fatigue, heavy menstrual bleeding, insomnia, memory impairment, myalgia, skin reaction, tinnitus and urinary bladder rupture to be related to essure administration. The reporter commented: some effects have diminished since the surgery, but many are still present. Discripancy noted in essure insertion date. Diagnostic results (normal ranges are provided in parenthesis if available): [heavy metal test] on 04-sep-2020: showed a high level of nickel. ((B)(6)); in september 2022: evealed a risk exposure to tantalum, and exposure to tin, chromium, cobalt, europium, antimony, mercury, copper, and manganese that needed to be monitored. [Magnetic resonance imaging] (date unknown): uterine adenomyosis and concluded with an essure located at the right, lower. [Ultrasound doppler] on 20-sep-2020: normal [ultrasound pelvis] on 15-dec-2020: no abnormalities.; (date unknown): revealed adenomyosis batch no he011f2 production date 2015-11-09 expiration date 2018-11-28. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 22-apr-2026: medical record received. Asthenia dry eyes, muscle pain, joint pain, dysmenorrhea, menorrhagia, memory disturbances were added. Lab data & annex f codes were updated. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-dec-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') and urinary bladder rupture ('ruptured bladder (complication of essure removal)') in a (B)(6) year old female patient who had essure (batch no. He011f2) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2019, the patient experienced back pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), skin reaction ("skin reactions"), musculoskeletal pain ("muscle and joint pain"), tinnitus ("tinnitus"), insomnia ("insomnia") and amnesia ("memory loss"). On (B)(6) 2020, the patient experienced urinary bladder rupture (seriousness criterion hospitalization), 4 years 2 months after insertion of essure. The patient was hospitalized on (B)(6) 2020. The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the back pain, urinary bladder rupture, fatigue, skin reaction, musculoskeletal pain, tinnitus, insomnia and amnesia outcome was unknown. The reporter considered amnesia, back pain, fatigue, insomnia, musculoskeletal pain, skin reaction, tinnitus and urinary bladder rupture to be related to essure. The reporter commented: some effects have diminished since the surgery, but many are still present. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.